Manufacturer narrative:
Additional information: b1, b5, h1 . B5: upon further review the event of burning at the infusion site was concluded not to be a serious injury since there is no indication that this was life-threatening, resulted in permanent impairment of a body function or permanent damage to a body structure or necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. There was also minimal blood loss and there was no report of patient injury related to the study images being suboptimal.

Event description:
It was reported that the tubing of a clearlink system non-dehp catheter extension sets burst. During an infusion of CT contrast during an unknown ¿study¿, the tubing of the clearlink extension set ¿burst.¿ the event was further defined as the ¿product produced a lengthwise split beginning five centimeters from the female end of the tubing for a length of 1.5 cm.¿ the IV contrast spilled on the patient (no injury reported to the patient¿s skin) and on the floor. Immediately following the event, the patient complained of burning at the infusion site. This event likely required medical intervention in order to preclude permanent impairment. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6 h11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that tubing was ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.